Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of proximal type I endoleak using gore® excluder® aaa endoprosthesis. During the procedure, the inferior mesenteric artery was unintentionally covered by trunk-ipsilateral leg component. The patient tolerated the procedure.